Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok-clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customers reported complaint. Failure analysis found the primary failure of clip test to be related to the customers reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clip test was performed and failed. The clip did not release onto the plastic test tubing. The instrument was found to have a broken disk, as a result the clip test failed. Input disk #7 was found broken into pieces inside of the housing. The root cause of broken instrument input disks is typically attributed to mishandling, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the instrument large hem-o-lok-clip applier instrument ( 470230-12/n10200302) associated with this event has been performed. Per logs, the instrument was last used on 26-aug-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, confirmed by failure analysis investigation, the clip applier incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, that, one side of the large hem-o-lock clip applier instrument would not move while trying to apply clip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.